Manufacturer narrative:
The customer performed multiple routine system checks which failed. The customer stated to customer technical support (cts) that there were vacuum under limit errors posting to the event log. Cts assisted the customer in troubleshooting the vacuum system and noted that the vacuum pressure would not register. The cts had the customer reboot the instrument and the customer stated that they noticed a burning smell. Cts recommended that the customer power down and unplug the instrument and wait for service. A bci field service engineer) fse) inspected the instrument but did not find any evidence of damage and/or fire. Fse replaced the vacuum pump as it had completely failed. Fse primed the system and performed a routine system check which passed within instrument specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell from the access 2i (lxi) immunoassay system. No flames, fire, and/or injury to user were reported. The customer did not seek or need medical attention.